Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information this implantable cardioverter defibrillator (ICD) was being explanted and replaced due to normal battery depletion. During the change out, the physician was unable to disconnect the right ventricular (rv) lead. It was discovered that the physician had not loosened all the set screws. Once this was performed, the lead was able to be successfully removed from the header. It was also noted that the header was loose. This ICD had been implanted subcutaneously. The ICD was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection noted that the header had separated from the device case. There was no indication of body fluid contamination between the header and the case and there was no remaining medical adhesive remaining on the case. The proximal rv setscrew was in a stuck and the hex slot was stripped. All other setscrews operated normally. Laboratory analysis was able to confirm the clinical observation of a loose header. The damage to the setscrew was most likely induced during the explant procedure.